Manufacturer narrative:
The returned device was evaluated and the device was returned not deployed. The download data showed that the device completed 45 pulses, all of which were first prime pulses, before being deactivated. No timeouts or drive stalls were observed in the download data. The device did not deploy because it was deactivated before the priming sequence was completed. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient activated a pod the cannula had not deployed and the pods pink slide failed to move forward. The pod was not worn.